Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00360 on 16-oct-2018. Additional information (14-nov-2018): siemens further investigated the issue and concluded the cause of the discordant microalbumin result was due to a clogged reaction tray wash unit (wud). The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Section h6 conclusion code was updated. Siemens also filed MDR 2432235-2018-00361_s2 and 2432235-2018-00362_s2 for this event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined that quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe, cuvettes and wash solutions in the carousels, and dilution tray (dtt) cuvettes and removed the obstruction of the dilution washer (dwud) aspiration probe. Siemens further investigated the issue and determined that a sample handling issue or an issue with the aspiration by the dwud probe potentially contributed to the imprecise microalbumin results. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2432235-2018-00361 and 2432235-2018-00362 were also filed for this event. MDR 2432235-2018-00361 was filed for instrument advia 1800 serial number (B)(4) and patient sample ID (B)(6). MDR 2432235-2018-00362 was filed for instrument advia 1800 serial number (B)(4) and patient sample ID (B)(6).

Event description:
Imprecise microalbumin (ualb_2) results were obtained on a patient sample on two advia 1800 instruments. The result obtained on (B)(6) 2018 was reported to the physician(s), who questioned the result. The customer reported that the sample was tested at an alternate laboratory and the result was reported to the physician(s). The customer did not provide the result obtained at the alternate laboratory and the correct result for the patient is unknown. There are no reports of patient intervention or adverse health consequences due to the imprecise ualb_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00360 on 16-oct-2018. Corrected information (19-oct-2018): the customer notified siemens of the different microalbumin results obtained on patient samples on (B)(6) 2018, and not (B)(6) 2018, as indicated in the initial MDR. Section g4 cannot be changed as this section is required in this report. The customer clarified that the units of measure is mg/l, and not mg/dl as indicated in the initial MDR. During the service visit mentioned in the initial MDR, the customer service engineer (cse) also performed alignment verification on the sample probe and ran wash 2, cell blank, and calibration, which recovered acceptably. The customer reported that they ran the affected samples on the affected instruments after service was performed on the instruments, and the results recovered acceptably. Siemens further investigated the issue and determined that a sample handling issue or an issue with the aspiration by the dwud probe potentially contributed to the different microalbumin results. Additional information ((B)(6) 2018): due to the correction in units, siemens determined that different results were obtained between the instruments on three additional patient samples on (B)(6) 2018. Sections b5 and b6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2018-00361_s1, 2432235-2018-00362_s1, and 2432235-2018-00408 were filed for the same issue.

Event description:
Different microalbumin (ualb_2) results were obtained on four patient samples between two advia 1800 instruments. The initial results for sample ids 5902710 and 70101775 (obtained on 12-sep-2018) were reported to the physician(s), who questioned the results. It is unknown if the results for the other patients were reported to the physician(s). The customer reported that some samples were tested at an alternate laboratory and that correct results were reported to the physician(s). The customer did not provide the result(s) obtained at the alternate laboratory; the correct results for the patients are unknown. There are no reports of patient intervention or adverse health consequences due to the different ualb_2 results.